Manufacturer narrative:
Cont'd from d.11 baxter 500ml IV bag. Additional information provided: d.10 & d.11. The customer¿s report of the medication irmotecan hcl 200mg in dextrose 5% 500ml infusion completed 1 hour and 30 minutes after it began and the pump was alarming, the rn noticed that there was still 120ml left in the bag out of the total volume of 543.237ml was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. There were no irregularities observed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no leaking. Rate accuracy testing performed found the tubing measured to be in specification(s). The root cause of the customer¿s report of an under infusion was not identified.

Event description:
It was reported that once the irmotecan hcl 200mg in dextrose 5% 500ml infusion was completed, (1) hour and 30 minutes after it began, and the pump was alarming, the nurse noticed that there was still 120ml left in the bag out of the total volume of 543.237ml. The left over volume was eventually infused. It was noted on the received product's medication label that, leucovorin calcium in dextrose 5% 250ml bag was infusing concurrently through the y-extension set. The event occurred at the systemic therapy unit. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Concomitant medical products: non-bd chemo clave bag spike; ch3034. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, it is (B)(6) policy not to provide patient information.

Event description:
It was reported that once the chemotherapy infusion completed 1 hour and 30 minutes after it began and the pump was alarming, the rn noticed that there was still 120ml left in the bag. The left over volume was eventually infused. It was noted that the infusion's total volume was 543ml. The event occurred at systemic therapy unit. There was no patient injury.